Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The physician elected to leave the lead active, and the patient will continue to be monitored.